Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps stopped opening properly. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The instrument did not remain clamped/closed on the patient¿s tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.